Event description:
It was reported, the implantable neurostimulator (ins) was explanted. The patient had been in a car accident and the ins was poking through the skin. It was suspected that the jolt or trauma from the car accident is what potentially caused the ins to pop out of the skin at the site of the original incision. The very distal end of the lead broke off during removal. The health care professional attempted to cut down and retrieve the distal end of the lead but was unable to. The incision was closed and the patient was fine after the procedure. The patient's device was not replaced.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3093-28 lot# j0443925v, implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3031a lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient. (B)(6). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010). (B)(4).